Manufacturer narrative:
No data analysis was performed because patient was taking lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." Recent test conducted on lot #243934 on 06/03/2011 met accuracy criteria. Test results are as follows: donor 46 = 3.5, 3.5, 3.5 inr; donor 47 = 2.7, 2.6, 2.7 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 46 (3.09 inr) and donor 47 (2.65 inr), respectively. No further investigation will be pursued at this time. (B)(4). Action threshold has been reached. (B)(4). Customer's observation has not been reproduced in in-house tests. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: inratio: 3.4, lab: 2.6. Patient self tester went to the lab 20 minutes after testing with the inratio meter.